Event description:
It was reported that, "during revision surgery, the surgeon could not remove the head from the stem with a head remover. Therefore, he tried to remove the head with a bone impactor. However, the head was not loosened but the stem was loosened instead."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.